Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges taking a fall from the chair and now the control is not working.

Manufacturer narrative:
The provider replaced the device and scrapped the old device in the field. Therefore, the device was not made available to evaluate.

Event description:
Alleges taking a fall from the chair and now the control is not working.